Event description:
The customer reported that the system displayed collimator errors upon boot up. These errors are likely to prevent the system from booting to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.